Event description:
During an in-clinic follow-up, myopotential oversensing episodes were observed on the device. Technical services was contacted and provided reprogramming recommendations. The device was then reprogrammed to resolve the event. The patient is stable.